Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on lcd windows and cracked case at display window corners.

Event description:
The customer reported a button error on the insulin pump which would not clear. The significant event reported leading up to the alarm was the device sitting next to the sink. The customer's blood glucose value was over 300 mg/dl. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. No further info was provided.